Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had a vertigo attack and hit a ¿door facing¿ while she was traveling in (B)(6). The patient reported that she hit the battery that¿s implanted in her back and it wasn¿t sitting straight like it used to. The patient reported that the battery pack itself was bent by the impact. The patient reported that the implant quit working and she couldn¿t connect to it using the patient programmer or recharger. The patient reported that she couldn¿t get it take a charge, hold a charge or start up for her. The patient reported that she met with a local manufacturer¿s representative (rep) who was able to get the ins charging, but now she had to charge every night which was more than she used to. The patient reported that she was not using stimulation, so she wasn¿t sure why she needed to charge every day. The patient reported that the battery totally discharged over the weekend. The patient reported that she had met with a rep a few times over the last couple of weeks and reported that she had an appointment with her healthcare provider (hcp) in a week regarding ins replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.